Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 40 mg/dl. The customer explained that he was supposed to have bypass surgery done, but the hospital was unable to perform the surgery. The customer was treated with bags of sugar. The customer was unaware of any significant events leading to the admission apart from being a brittle diabetic. The customer also was unaware of the perceived cause of the low blood glucose. The customer stated that he later underwent the operation and his blood glucose remained fine. The customer did not return the product for analysis.